Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had to rewind multiple times and also had stuck button alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated they did not press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm and buttons were working. The insulin pump will not be returned for analysis.